Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included in the initial report (b5 and g3), and to provide the results of the manufacturer's investigation. In the initial medwatch report, g3 should have been 15-aug-2025. This complaint was submitted by a physician to cooper surgical. It was stated that the two probe wires were left within the patient; therefore, the device was not returned, and a physical investigation could not be performed. There was no allegation or evidence of a device malfunction of the cook product. The device history record (DHR) was unable to be reviewed, as the lot information was not provided. There are two different models of the cook-swartz doppler probe (dp-sdp001 or dp-sdp002); therefore, the specific model number could not be determined. An attempt to obtain additional information and the return of the device for investigation was made, however no additional information has been received to-date. Per the complaint information received, it was stated that the probes may need to be removed based on the surgeon's decision. To address this issue, the instructions for use were provided to the originator of the complaint to let the customer know the probe assembly must not be left in the patient for more than 29 days. Per the instructions for use for the subject device, it is stated: "mr unsafe -- do not expose patient to an MRI procedure while cook-swartz doppler flow probe is implanted. Substantial MRI-related heating of the doppler flow probe may occur. Doppler flow probe must be removed prior to any MRI procedure.", "avoid use of excessive force to remove the transducer assembly from the patient, which may cause injury to the blood vessel. If the transducer assembly can not be removed using gentle traction, the transducer assembly should be removed surgically.", "caution: do not remove the probe conductor wire and crystal assembly (leaving only the cuff in situ on the vessel), until vessel monitoring is completed (commonly 3-5 days). Probe conductor wire and crystal assembly placement must not exceed 29 days. Cuff alone may remain within the patient indefinitely." "Potential adverse events device specific risks include separation of the doppler crystal from the cuff, inability to percutaneously remove the crystal after monitoring is complete, loss of reception or transmission of ultrasound monitoring signal.", "upon removal from package, inspect the product to ensure no damage has occurred.", "note: the proximal connector of the cook-swartz doppler flow probe should not be attached to the flow monitor/extension cable until the retention tabs are secured to the skin. This helps ensure that accidental tugging of the wires does not disrupt the attachment of the probe to the vessel." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information inadvertently not included in the initial medwatch report: the reported issue occurred during a flap case. At the time of the event, it was reported, "probes may need to be removed based on surgeons decision."

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported from cooper surgical email: "dr. (B)(6) mentioned two probe wires were left in patient when trying to stop monitoring. Waiting to speak with him for more info."